Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. Upon investigation, the sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The battery was measured, and the results were within specification. Therefore, issue is confirmed to brown out reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor, while wearing the adc device using freestyle librelink. As a result, on (B)(6) 2022, the customer experienced fatigue, sweating profusely, delirium, and a loss of consciousness and was provided orange juice, glucogel, and an injection of glucagon by a non hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.